Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the robotic arm froze and was unable to be reset, resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding arm error 26 involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 315 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm error 26. There were multiple other reported events reported. Conclusion: per gsp (B)(4), the technician serviced system. No other arm error 26 was reported for rio 315 after the reported incident. J1 m1 will not pass homing sequence. Attempted to swapping front and rear cpci cards but problem remained. Attempted to check and reseat cable connections but did not resolve issue. Log file me_joint at last index shows 0. Additional troubleshooting determined problem was a faulty m1 joint motor. Replaced joint 1 motor and recabled joint. System successfully passed all validation testing. Verified system is operating within mako tolerances and mss specifications. Attached all supporting documentation. System is ready for clinical use.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the robotic arm froze and was unable to be reset, resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A mako field service engineer will conduct on-site testing and take appropriate actions to fix the rio. A supplemental report will be filed when additional information is obtained in the future. Plan to evaluate device in the field.